Event description:
It was reported that a spectrum pump shuts off without user input. The customer stated that the pump displayed a "do not unplug" message and the pump could not be programmed. The customer also reviewed the event history log and observed improper shutdown messages. Any pt involvement, injury or med intervention is unk.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.